Manufacturer narrative:
The manufacturer did not receive the device for investigation as the patient has not been revised. No x-rays were provided for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Note: this is a split case with zimmer inc., (B)(4). Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta head, 12/14, 32 x -3.5 on the left side on (B)(6) 2011 and is currently experiencing pain. This is a bilateral patient. The right side is reported under (B)(4) (MFR 9613350-2015-01589).

Manufacturer narrative:
DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Review of incoming information: it was reported that a (B)(6) years old female patient, who has a bilateral tha, experienced pain in her left hip. Nursing intraoperative records were received, however did not provide any valuable information for the investigation. No other documents were available for investigation. Devices analysis: a devices analysis could not be performed as the product was not available for investigation. Pain cannot be related to a single specific failure mode. Based on the given information, a final assessment is therefore not possible. Should any additional information that changes the assessment become available to us, we will re-evaluate the case. However, all possible causes related to the issues reported are listed in dfmea. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).